Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6.

Event description:
Later patient reported "deformation, capsular contracture IV and implant rupture". Later patient reported "look at my scars! Not to mention the emotional ones after all the health problems in this regard".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, capsular contracture, baker grade unknown and silicone migration.

Event description:
Patient reported "have experienced very frequent and severe problems", "severe capsular fibrosis because of the rupture implants, I have pain in my chest, depressive mood, fever, dizziness, headaches, swollen lymph nodes, and severe discomfort", "capsular contracture, implant rupture left and right side, deformation". . Later patient reported ¿¿swollen lymph nodes caused by the porous implants and many other complications ¿¿it is completely discolored and damaged¿¿ and ¿¿emotional and psychological pain and fears¿¿. This record is for the left side. Devices has been explanted.